Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Additionally, it was determined that there was a difference of 300 mg/dl, between sensor reading and bg values. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the e zone of the parkes error grid.